Event description:
The complaint was reported as: the customer alleges that the connectors of the anesthesia bags for the anesthesia circuit system were found cracked. No report of pt injury/involvement.

Manufacturer narrative:
A visual inspection was conducted on the pictures received. The visual inspection found the component p/n 10503 cracked. A dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. A device history record (DHR) review was conducted on the reported lot number (02b1200674). The DHR review showed no issues or discrepancies related to the complaint. The DHR showed that the product was assembled and inspected according to our specifications. No non-conformance reports were originated for the device which could be associated to the complaint reported. The customer complaint was confirmed based on review of the pictures received. The root cause could be related to the molding process of the fitting adaptor (p/n 10503), a slow injection process of the resin into the mold could cause that the weld line was not strong enough, causing a crack when the fitting adaptor was stressed. A corrective action was implemented to address this issue. The reported lot number for this complaint was manufactured before the corrective action.